Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus sales representative (rep) called in to report that the customer¿s olympus cylinder hose was leaking. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The rep called olympus technical assistance center (tac) personnel to report the event. During the call, the rep inquired about a replacement yoke component to remedy the leak. Tac informed the rep that the yoke is not a salable component, and the customer must purchase a new unit altogether. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.